Event description:
On (B)(6) 2014, the following info was provided. During a endoscopic ultrasonography (eus) procedure with fine needle aspiration (fna), a cook echo tip ultra endoscopic ultrasound needle was used. The physician was trying to fna a pancreatic mass in the uncinate process of the pancreas. The endoscope was in a difficult position, very tightly angled at the tip of the endoscope and possibly torqued. The needle became dull after 4th pass. On (B)(4) 2014, the device was not returned to cook for eval. The lab eval confirmed a bend in the needle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed there is a bend in the distal end of the needle. The distal end is not straight. There is a bend in the distal 6 cm of the needle. The very tip of the needle had a bend approx 0.1 mm form the distal end. This could have contributed to the report of a dull needle. There are multiple bends in the needle sheath near the handle. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "visual inspect with particular attention to kinks, bends and breaks. If an abnormally is detected that would prohibit proper working condition, do not use". It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of the safety ring tighten thumbscrew to lock safety ring in place. "Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of the needle in centimeters". Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.